Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was patient reported that after 10 days post-surgery, while being cautious rolling in bed and pushing themselves up using their elbow, they experienced a sensation described as sounding like wet cellophane. Following that incident, their stimulation changed ¿ all sensations stopped except for the top left of the thigh. Patient stated they tried working with the medtronic (mdt) representative several times but had little success in finding settings that worked for that area. Three years later, during a check, the doctor noticed a collision below the leads in the mid-back region, though it was unclear if this was related to the earlier incident, as the discovery was made long after the event the patient reported. Patient mentioned they have an upcoming appointment next week friday with mdt representative.

Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Section d references the main component of the system. Other medical products in use during the event include: brand name specify surescan; product ID 977c165 (serial: (B)(6); product type: 0200-lead; implant date (B)(6) 2020. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.